Event description:
A malfunction on the pump was reported by the customer. Due to the lack of information, it is unclear if this issue had any adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.